Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 114 patients with perimitral flutter who underwent de novo ablation of mitral isthmus line (mil) between january 2009 and december 2011. Among them, 3 patients in group a developed pericardial tamponade treated with pericardiocentesis without long-term sequelae. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation of the superolateral mitral isthmus line: a novel approach to reduce the need for epicardial ablation¿ the purpose of this study to the superolateral mil is associated with a high acute success rate to achieve bidirectional block using endocardial ablation only with minimal need for epicardial ablation from within the coronary sinus. Suspect device is a 3.5-mm irrigated-tip navistar thermocool ablation catheter, however catalog and lot number is unknown.